Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] blisters/2 or 3 of the circular areas blistered / blistered badly /pretty severe burns/ felt burning throughout the night/red and very sore, tenderness [burns second degree] , skin is now scarred from the blisters, scabs off but scaring remains [scar] , had it on throughout the night/did not check the skin, put on the skin/sleeping while wearing the product [device use error] , the product was too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer on behalf of her mother. A 78-year-old female patient started to use thermacare heatwrap (robax lower back & hip heatwrap), device lot # unknown, expiration date unknown, plu 776833, from (B)(6) 2017 (late evening) to (B)(6) 2017 (early morning) once, for 8 hours (also reported as maybe 5 hours), applied at bedtime, for hip and lower back pain, back and hip arthritic pain. Medical history included ongoing high blood pressure controlled with medication, ongoing arthritis and arthritic pain, ongoing urinary problems. The patient's concomitant medications included medications for her high blood pressure once a day, urinary problems and arthritis, ongoing paracetamol (tylenol extra strength) twice a day for arthritic pain. It was reported the patient put the wrap on before bed on (B)(6) 2017. She had it on throughout the night, and did feel burning, but just thought that was how the product worked. She had the wrap on for about 8 hours, and when she removed it the next morning around 5:00am, (B)(6) 2017, she was all red and very sore. The consumer experienced pretty severe burns from the product on (B)(6) 2017. The circular pattern from the wrap was on her and red. By the next day, (B)(6) 2017, 2 or 3 of the circular areas blistered. It was reported the product was too hot and the patient felt burning through the night. She went to the doctor on tuesday, (B)(6) 2017, and was told to use polysporin daily, cover with gauze, keep the area clean and watch out for infection. It also reported that the patch was removed to find severe redness and tenderness on (B)(6) 2017. Blisters formed there after (B)(6) 2017 to (B)(6) 2017. The scabs from the blisters just fell off on (B)(6) 2017. She had a scar imprint on her hip. The patient had very light or fair skin and sensitive skin. No abnormal skin conditions. The patient does not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation, neuropathy. The color of the box for the product was red. She only used 1 of the wraps. The remaining unused product was returned to store. The used wrap and the packaging for that wrap have been discarded. The product was used for one day for eight hours. The patient did not previously use thermacare heatwrap. The patient previously used a heating pad and microwaveable bean bag always for hours at a time and did not experience a problem. The patient was sleeping while wearing the product and attached the adhesive to the body. The patient put on hip back before bed on (B)(6) 2017. It was put on the skin with the nightgown over. The patient did not engage in exercise while wearing the product. She did not check her skin under the wrap while wearing the product. When it became painful it was removed immediately. The pain started on (B)(6) 2017 and lasted over a week. The patient did read the usage instructions on thermacare before she used the product, but did not realize it couldn't go on the body. The patient had used thermacare that day for maybe 5 hours. The action taken with thermacare heatwrap was permanently withdrawn on 15may2017. No more pain but her skin was now scarred from the blisters. The outcome of blisters/2 or 3 of the circular areas blistered / blistered badly /pretty severe burns/ felt burning throughout the night/red and very sore, tenderness was resolved with sequel on (B)(6) 2017. The pain started on (B)(6) 2017 and lasted over a week (resolved in (B)(6) 2017). The outcome of scaring was not resolved. The outcome of other events was unknown. Product investigation summary was as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (07jun2017): new information received from the same contactable consumer included: new event scar information and event pain outcome. Follow-up (18jun2017): new information received from the same contactable consumer (patient's daughter) includes: lot number, indication, concomitant medication, added new event tenderness, updated events outcome. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2017): new information received from the same contactable consumer (patient's daughter) included: event burn information. No follow-up attempts are possible. No further information is expected. Follow-up(01aug2017): this follow-up report is being submitted to amend previously reported information: the events "blisters/2 or 3 of the circular areas blistered / blistered badly" and "pretty severe burns" were combined and recoded to "burn blister". The events " felt burning throughout the night", "redness", "pain" and "tenderness" were subsumed under "burn blister". Additional information received on 01aug2017 included: pcom (product quality complaints) has confirmed that a product investigation cannot be requested / performed as a valid lot number was not provided. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (17feb2020): new information received from the local product quality complaints group includes product investigation summary. Follow-up attempts completed. No further information expected., comment: based on the information currently available, the events ¿burns second degree", ¿scar¿, ¿device use error¿ and ¿device issue are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. Product effect varies with each individual. In the case narrative, there is evidence of device use error, which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] blisters/2 or 3 of the circular areas blistered [blister], felt burning throughout the night [burning sensation], had it on throughout the night/did not check the skin [device use error], the product was too hot [device issue], redness [erythema], soreness [pain]. Case narrative: this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6) caucasian female patient started to use thermacare heatwrap (robax lower back & hip heatwrap), device lot # and expiration date not available, via an unspecified route of administration from (B)(6) 2017, for 8 hours, applied at bedtime, for hip and lower back pain. Medical history included ongoing high blood pressure controlled with medication, ongoing arthritis, ongoing urinary problems. The patient's concomitant medications included medications for her blood pressure, urinary problems and arthritis, but she didn't know the names or dosages of these medications. It was reported the patient put the wrap on before bed on (B)(6) 2017. She had it on throughout the night, and did feel burning, but just thought that was how the product worked. She had the wrap on for about 8 hours, and when she removed it the next morning around 5:00am, (B)(6) 2017, she was all red and very sore. The circular pattern from the wrap was on her and red. By the next day, (B)(6) 2017, 2 or 3 of the circular areas blistered. It was reported the product was too hot and the patient felt burning through the night. She went to the doctor on (B)(6) 2017, and was told to keep it clean and use an antibiotic cream, like polysporin, and gauze to keep it covered. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. It was reported her mom said that it was much better today and that everything was healing nicely. Redness, soreness, and blisters all still remain, but have improved. The patient had very light or fair skin and sensitive skin. No abnormal skin conditions. The patient does not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation, neuropathy. The color of the box for the product was red. There was one wrap remaining, returned to the store, lot number and expiration date were unknown. The used wrap and the packaging for that wrap have been discarded. The product was used for one day for eight hours. The patient did not previously use thermacare heatwrap. The patient previously used a heating pad and microwaveable bean bag and did not experience a problem. The patient was sleeping while wearing the product and attached the adhesive to the body. The patient did not engage in exercise while wearing the product. She did not check her skin under the wrap while wearing the product. The patient did not read the usage instructions on thermacare before she used the product. Company clinical evaluation comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red and very sore are non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red and very sore are non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Blisters/2 or 3 of the circular areas blistered / blistered badly /pretty severe burns/ felt burning throughout the night/red and very sore, tenderness [burns second degree], skin is now scarred from the blisters, scabs off but scaring remains [scar], had it on throughout the night/did not check the skin, put on the skin/sleeping while wearing the product [device use error], the product was too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6) year-old caucasian female patient started to use thermacare heatwrap (robax lower back & hip heatwrap), device lot #: plu 776833, expiration date unknown, from (B)(6) 2017 (late evening) to (B)(6) 2017 (early morning) once, for 8 hours (also reported as maybe 5 hours), applied at bedtime, for hip and lower back pain, back and hip arthritic pain. Medical history included ongoing high blood pressure controlled with medication, ongoing arthritis and arthritic pain, ongoing urinary problems. The patient's concomitant medications included medications for her high blood pressure once a day, urinary problems and arthritis, ongoing paracetamol (tylenol extra strength) twice a day for arthritic pain. It was reported the patient put the wrap on before bed on (B)(6) 2017. She had it on throughout the night, and did feel burning, but just thought that was how the product worked. She had the wrap on for about 8 hours, and when she removed it the next morning around 5:00am, (B)(6) 2017, she was all red and very sore. The consumer experienced pretty severe burns from the product on (B)(6) 2017. The circular pattern from the wrap was on her and red. By the next day, (B)(6) 2017, 2 or 3 of the circular areas blistered. It was reported the product was too hot and the patient felt burning through the night. She went to the doctor on tuesday, (B)(6) 2017, and was told to use polysporin daily, cover with gauze, keep the area clean and watch out for infection. It also reported that the patch was removed to find severe redness and tenderness on (B)(6) 2017. Blisters formed there after (B)(6) 2017 to (B)(6) 2017. The scabs from the blisters just fell off on (B)(6) 2017. She had a scar imprint on her hip. The patient had very light or fair skin and sensitive skin. No abnormal skin conditions. The patient does not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation, neuropathy. The color of the box for the product was red. She only used 1 of the wraps. The remaining unused product was returned to store. The used wrap and the packaging for that wrap have been discarded. The product was used for one day for eight hours. The patient did not previously use thermacare heatwrap. The patient previously used a heating pad and microwaveable bean bag always for hours at a time and did not experience a problem. The patient was sleeping while wearing the product and attached the adhesive to the body. The patient put on hip back before bed on (B)(6) 2017. It was put on the skin with the nightgown over. The patient did not engage in exercise while wearing the product. She did not check her skin under the wrap while wearing the product. When it became painful it was removed immediately. The pain started on (B)(6) 2017 and lasted over a week. The patient did read the usage instructions on thermacare before she used the product, but did not realize it couldn't go on the body. The patient had used thermacare that day for maybe 5 hours. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. No more pain but her skin was now scarred from the blisters. The outcome of blisters/2 or 3 of the circular areas blistered / blistered badly /pretty severe burns/ felt burning throughout the night/red and very sore, tenderness was resolved with sequel on (B)(6) 2017. The pain started on (B)(6) 2017 and lasted over a week (resolved in (B)(6) 2017). The outcome of scaring was not resolved. The outcome of other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2017): new information received from the same contactable consumer included: new event scar information and event pain outcome. Follow-up (18jun2017): new information received from the same contactable consumer (patient's daughter) includes: lot number, indication, concomitant medication, added new event tenderness, updated events outcome. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2017): new information received from the same contactable consumer (patient's daughter) included: event burn information. No follow-up attempts are possible. No further information is expected. Follow-up(01aug2017): this follow-up report is being submitted to amend previously reported information: the events "blisters/2 or 3 of the circular areas blistered / blistered badly" and "pretty severe burns" were combined and recoded to "burn blister". The events " felt burning throughout the night", "redness", "pain" and "tenderness" were subsumed under "burn blister". Additional information received on 01aug2017 included: pcom (product quality complaints) has confirmed that a product investigation cannot be requested / performed as a valid lot number was not provided. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected., comment: based from the information currently available, the events burn blisters, "skin scarred from the blisters, scabs off but scaring remained", "used heatwrap throughout the night/did not check the skin, put on the skin/sleeping while wearing the product and reportedly", and product was too hot are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of device use error, which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] blisters/2 or 3 of the circular areas blistered [blister] , felt burning throughout the night [burning sensation] , had it on throughout the night/did not check the skin [device use error] , the product was too hot [device issue] , redness [erythema] , soreness [pain] , skin is now scarred from the blisters [scar] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6) female patient started to use thermacare heatwrap (robax lower back & hip heatwrap), device lot # and expiration date not available, via an unspecified route of administration from (B)(6) 2017 to (B)(6) 2017, for 8 hours, applied at bedtime, for hip and lower back pain. Medical history included ongoing high blood pressure controlled with medication, ongoing arthritis, ongoing urinary problems. The patient's concomitant medications included medications for her blood pressure, urinary problems and arthritis, but she didn't know the names or dosages of these medications. It was reported the patient put the wrap on before bed on (B)(6) 2017. She had it on throughout the night, and did feel burning, but just thought that was how the product worked. She had the wrap on for about 8 hours, and when she removed it the next morning around 5:00am, (B)(6) 2017, she was all red and very sore. The circular pattern from the wrap was on her and red. By the next day, (B)(6) 2017, 2 or 3 of the circular areas blistered. It was reported the product was too hot and the patient felt burning through the night. She went to the doctor on tuesday, (B)(6) 2017, and was told to keep it clean and use an antibiotic cream, like polysporin, and gauze to keep it covered. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. It was reported her mom said that it was much better today and that everything was healing nicely. Redness, soreness, and blisters all still remain, but have improved. She also mentioned that her mom was doing much better: no more pain but her skin was now scarred from the blisters. The patient had very light or fair skin and sensitive skin. No abnormal skin conditions. The patient does not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation, neuropathy. The color of the box for the product was red. There was one wrap remaining, returned to the store, lot number and expiration date were unknown. The used wrap and the packaging for that wrap have been discarded. The product was used for one day for eight hours. The patient did not previously use thermacare heatwrap. The patient previously used a heating pad and microwaveable bean bag and did not experience a problem. The patient was sleeping while wearing the product and attached the adhesive to the body. The patient did not engage in exercise while wearing the product. She did not check her skin under the wrap while wearing the product. The patient did not read the usage instructions on thermacare before she used the product. Events blisters, felt burning throughout the night, redness and scarred from the blisters outcome was recovering, event pain was recovered, other events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2017): new information received from the same contactable consumer included: new event scar information and event pain outcome. Company clinical evaluation comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red , very sore and scar are non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red, very sore and scar are non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim (preferred term) blisters/2 or 3 of the circular areas blistered (blister), felt burning throughout the night (burning sensation), had it on throughout the night. Did not check the skin, put on the skin (device use error). The product was too hot (device issue), redness (erythem), and soreness/pain. Skin is now scarred from the blisters, scabs off but scaring remains (scar), and tenderness (tenderness). Case narrative: this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6) caucasian female patient started to use thermacare heatwrap (robax lower back & hip heatwrap), device. Lot #: plu 776833, expiration date unknown, from (B)(6) 2017 (late evening) to (B)(6) 2017 (early morning) once, for 8 hours (also reported as maybe 5 hours), applied at bedtime, for hip and lower back pain, back and hip arthritic pain. Medical history included ongoing high blood pressure controlled with medication, ongoing arthritis and arthritic pain, ongoing urinary problems. The patient's concomitant medications included medications for her high blood pressure once a day, urinary problems and arthritis, ongoing paracetamol (tylenol extra strength) twice a day for arthritic pain. It was reported the patient put the wrap on before bed on (B)(6) 2017. She had it on throughout the night, and did feel burning, but just thought that was how the product worked. She had the wrap on for about 8 hours, and when she removed it the next morning around 5:00am, (B)(6) 2017, she was all red and very sore. The circular pattern from the wrap was on her and red. By the next day, (B)(6) 2017, 2 or 3 of the circular areas blistered. It was reported the product was too hot and the patient felt burning through the night. She went to the doctor on tuesday, (B)(6) 2017, and was told to use polysporin daily, cover with gauze, keep the area clean and watch out for infection. It also reported that the patch was removed to find severe redness and tenderness on (B)(6) 2017. Blisters formed there after (B)(6) 2017. The scabs from the blisters just fell off on (B)(6) 2017. She has a scar imprint on her hip. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. No more pain but her skin was now scarred from the blisters. The outcome of blisters/2 or 3 of the circular areas blistered was resolved with sequel on (B)(6) 2017. The pain started on (B)(6) 2017 and lasted over a week (resolved in (B)(6) 2017). The outcome of felt burning throughout the night, redness, tenderness was resolved in 2017. The outcome of scaring was not resolved. The outcome of other events was unknown. The patient had very light or fair skin and sensitive skin. No abnormal skin conditions. The patient does not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation, neuropathy. The color of the box for the product was red. There was one wrap remaining batch/lot: 776833, returned to the store, expiration date were unknown. The used wrap and the packaging for that wrap have been discarded. The product was used for one day for eight hours. The patient did not previously use thermacare heatwrap. The patient previously used a heating pad and microwaveable bean bag always for hours at a time and did not experience a problem. The patient was sleeping while wearing the product and attached the adhesive to the body. The patient put on hip back before bed on (B)(6) 2017. It was put on the skin with the nightgown over. The patient did not engage in exercise while wearing the product. She did not check her skin under the wrap while wearing the product. When it became painful it was removed immediately. The patient did read the usage instructions on thermacare before she used the product, but did not realize it couldn't go on the body. The patient had used thermacare that day for maybe 5 hours. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2017): new information received from the same contactable consumer included: new event scar information and event pain outcome. Follow-up (18jun2017): new information received from the same contactable consumer (patient's daughter) includes: lot number, indication, concomitant medication, added new event tenderness, updated events outcome. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red , very sore, tenderness and scar are non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red, very sore, tenderness and scar are non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] blisters/2 or 3 of the circular areas blistered / blistered badly [blister], experienced pretty severe burns [thermal burn], felt burning throughout the night [burning sensation], had it on throughout the night/did not check the skin, put on the skin/sleeping while wearing the product [device use error], the product was too hot [device issue], redness [erythema], soreness/ pain / she had pain [pain], skin is now scarred from the blisters, scabs off but scaring remains [scar], tenderness [tenderness]. Case narrative: this is a spontaneous report from a contactable consumer on behalf of her mother. A (B)(6) caucasian female patient started to use thermacare heatwrap (robax lower back & hip heatwrap), device lot #: plu 776833, expiration date unknown, from (B)(6) 2017 (late evening) to (B)(6) 2017 (early morning) once, for 8 hours (also reported as maybe 5 hours), applied at bedtime, for hip and lower back pain, back and hip arthritic pain. Medical history included ongoing high blood pressure controlled with medication, ongoing arthritis and arthritic pain, ongoing urinary problems. The patient's concomitant medications included medications for her high blood pressure once a day, urinary problems and arthritis, ongoing paracetamol (tylenol extra strength) twice a day for arthritic pain. It was reported the patient put the wrap on before bed on (B)(6) 2017. She had it on throughout the night, and did feel burning, but just thought that was how the product worked. She had the wrap on for about 8 hours, and when she removed it the next morning around 5:00am, (B)(6) 2017, she was all red and very sore. The consumer experienced pretty severe burns from the product on (B)(6) 2017. The circular pattern from the wrap was on her and red. By the next day, (B)(6) 2017, 2 or 3 of the circular areas blistered. It was reported the product was too hot and the patient felt burning through the night. She went to the doctor on tuesday, (B)(6) 2017, and was told to use polysporin daily, cover with gauze, keep the area clean and watch out for infection. It also reported that the patch was removed to find severe redness and tenderness on (B)(6) 2017. Blisters formed there after (B)(6) 2017. The scabs from the blisters just fell off on (B)(6) 2017. She had a scar imprint on her hip. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2017. No more pain but her skin was now scarred from the blisters. The outcome of blisters/2 or 3 of the circular areas blistered was resolved with sequel on (B)(6) 2017. The pain started on (B)(6) 2017 and lasted over a week (resolved in (B)(6) 2017). The outcome of felt burning throughout the night, redness, tenderness was resolved in 2017. The outcome of scaring was not resolved. The outcome of other events was unknown. The patient had very light or fair skin and sensitive skin. No abnormal skin conditions. The patient does not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation, neuropathy. The color of the box for the product was red. There was one wrap remaining batch/lot: 776833, returned to the store, expiration date were unknown. The used wrap and the packaging for that wrap have been discarded. The product was used for one day for eight hours. The patient did not previously use thermacare heatwrap. The patient previously used a heating pad and microwaveable bean bag always for hours at a time and did not experience a problem. The patient was sleeping while wearing the product and attached the adhesive to the body. The patient put on hip back before bed on (B)(6) 2017. It was put on the skin with the nightgown over. The patient did not engage in exercise while wearing the product. She did not check her skin under the wrap while wearing the product. When it became painful it was removed immediately. The patient did read the usage instructions on thermacare before she used the product, but did not realize it couldn't go on the body. The patient had used thermacare that day for maybe 5 hours. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2017): new information received from the same contactable consumer included: new event scar information and event pain outcome. Follow-up (18jun2017): new information received from the same contactable consumer (patient's daughter) includes: lot number, indication, concomitant medication, added new event tenderness, updated events outcome. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2017): new information received from the same contactable consumer (patient's daughter) included: event burn information. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, burn, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red, very sore, tenderness and scar are non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "2 or 3 of the circular areas blistered, burn, had it throughout the night/did not check the skin, product was too hot and the patient felt burning through the night" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events all red, very sore, tenderness and scar are non-serious. The events are medically assessed as associated with the use of the device.